Event description:
It was reported that the balloon detached inside the patient, able to retrieve balloon from patient. Patient fine. No injury to patient.

Manufacturer narrative:
Device has not been returned for evaluation.